Manufacturer narrative:
(Other, secondary intervention) - evaluation results: incorrect technique/procedure (stent graft was inaccurately delivered by the user). Conclusion: device failure related to user handling (stent graft was inaccurately delivered by the user).

Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of descending thoracic aortic aneurysm. It was reported that the arch of the aorta was knuckled. The stent graft delivery system was advanced through an aortic conduit. It was reported that during the deployment of the stent graft, the physician inaccurately delivered the stent graft, lower than intended. There was a second graft implanted proximally successfully. No additional clinical sequelae were reported and the patient is fine.